Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical system generated false low sodium (na) results for two (2) patient samples. The erroneously low results were not reported out of the laboratory. When the issue was noticed, the samples were rerun on an alternate instrument in the laboratory and those results were reported. The customer has confirmed that there has been no effect to patients or change in patient treatment in connection to this event.

Manufacturer narrative:
Quality control (qc) prior to and after the event was within laboratory established ranges. A bec field service engineer (fse) was dispatched for this event to evaluate the instrument. The fse replaced the modular cartridge (mc), the wash collar, the t-valve, and the syringe. The fse then performed instrument performance. Failure mode is unknown. Multiple parts were replaced, any of which could have caused or contributed to the event.